Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that intellanav mifi open-irrigated ablation catheter was used in a persistent atrial fibrillation procedure. It was reported that during ablation the catheter mifi tip overheated, the temperature would not drop. The catheter was exchanged for another mifi oi catheter. No patient complications were reported.

Manufacturer narrative:
Visual inspection of the device revealed that the luer fitting was missing and not returned with the device. The adhesive and irrigation tubing were torn open at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the handle, main shaft and distal end. Dried saline found on the distal end and inside several irrigation ports. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
It was reported that intellanav mifi open-irrigated ablation catheter was used in a persistent atrial fibrillation procedure. It was reported that during ablation the catheter mifi tip overheated, the temperature would not drop. The catheter was exchanged for another mifi oi catheter. No patient complications were reported.